Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the tubing appeared to have been cut by a sharp blade. A leak test under water was performed, and the device leaked from the site of the cut. The reported condition was confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set was damaged. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.